Manufacturer narrative:
Results: the returned catrx was fractured at approximately 53.0 cm and 67.0 cm from the hub. The device was kinked at approximately 39.0 cm from the hub. The device was ovalized at approximately 117.0 cm and 124.0 cm from the hub. The guidewire lumen was undamaged. Conclusions: evaluation of the returned catrx confirmed a mid-shaft fracture. If the device is forcefully retracted from the non-penumbra sheath at an extreme angle, it may become kinked. If the kinked device is further manipulated the kink may worsen to a fracture. Further investigation revealed a kink and a fracture in the proximal shaft, and ovalizations in the distal shaft. These damages were likely incidental to the complaint and may have occurred during packaging for returned to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system catrx aspiration catheter (catrx) and non-penumbra sheath. During the procedure, the physician completed two passes in the target vessel using the catrx and sheath. Subsequently, the physician decided to remove the catrx to perform imaging. While retracting the catrx through the sheath on the third pass, the physician noticed that the mid-shaft of the catrx was broken; therefore, after removal, it was not used for the remainder of the procedure. The procedure was completed using an indigo system aspiration catheter 6 (cat6) and the same sheath. There was no report of an adverse effect to the patient.